Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the resident was in a wheelchair. The staff lifted the resident with the lift and the lift began to fall over onto the right side. The staff member's arm was bruised because she was trying to shift the balance back on the lift. The staff member did not go the hospital, but put ice on the arm. The resident has no injuries. (B)(4) has been entered into our system to retrieve the lift back for evaluation. The lift arrived at joerns (B)(4) facility on (B)(6) 2013 and the investigation is in progress now.